Event description:
Received a telephone call from a provider alleging a fire occurred in a mobile home where a pride lift chair was located. No injury reported.

Manufacturer narrative:
Device inspection scheduled for 04/02/09. Conclusions - it has not yet been determined if pride's product caused or contributed to this event. Pride is reporting this incident based on the nature of the complaint.